Event description:
The doctor was concerned that he had not fully covered the ruptured area in the right renal artery. He decided to stent the remaining area with a 6mm x 18mm lifestent lp. The balloon inflation was slow. The deflation was slow as well. The dr partially deflated the balloon using syringes. He then withdrew the balloon by collapsing it into the guiding catheter.